Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding the personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown concentration and dosage. The reason for use was non-malignant pain. It was reported that there was a poor communication icon on the ptm. The issue started on (B)(6) 2017. Troubleshooting performed during the call consisted of attempting communication without the antenna, the ptm was placed over the pump, it was not moved until they heard the ptm stop beeping. Based on troubleshooting, it was concluded that the patient was not familiar with how to use the ptm and was not using it correctly. The patient stated that they were seeing different screens. The patient was using the navigator key to get to the different screens. The patient was brought back to the home screen and attempted a bolus. While the ptm was beeping, the patient was describing the screen. It was explained to the patient that they need to leave the ptm over the pump until the beeping stops, and the patient stated that the cannot hear the beeps. It was recommended to attempt using the ptm in front of the mirror so they do not move the ptm and can see the yellow flashing light indicating that the communication is in progress. It was then explained that the screen needs to be facing outward while requesting a bolus, and nobody had given the patient those instructions. There was no out of box failure reported and there was no medical/therapy problem related to the ptm. An email was sent to the repair department for a replacement antenna request. It was recommended to the patient that they bring the ptm to the next doctor¿s appointment to confirm that they were using it correctly. The patient reported that they had sudden symptoms of pain and hallucinations. The patient mentioned during the call that the manufacturer¿s representative (rep) had told her that "the way it looked to him is that the tube is not connected to the morphine pump." It was reviewed that the patient needs to work with her doctor to assess the catheter. No further complications were reported/anticipated.